Event description:
During routine service, bed failed the lateral pull test. Casters rolled at 37 of force versus a specification of 50. The servcie rep will be sent to repair and replace scorpion brake kit.